Event description:
At approx 6:04am in 2001, the routine generator tests were being performed and the biomedical engineer was called at 6:30am because the central station monitor was not operating. The biomedical engineer reported that the display for the central station had entered "power save mode." The nursing staff was notified that the central station was no longer available for monitoring. The nurses took appropriate actions to observe pts as an alternative monitoring solution. When the nurse entered the pt's room, pt was found unresponsive and pulseless. The pt was coded and pt did not survive. The reported incident is consistent with the exhaustion of the batteries in the uninterruptible power supply (ups) for the monitoring system during the generator test and the lack of communication on power system status from the ups to the pc in the monitoring system. The user reported that it had purchased and installed a replacement uninterruptible power supply (ups) for the monitoring system two weeks prior to the incident, and the system logs and personal observation indicate that the communication cable from the ups to the pc had not been connected as specified in the installation and service manual for the agilent info center. At the time of the incident, nurses reported hearing a warning beep, which indicates that the battery in the replacement ups was low. The battery in the replacement ups might have become exhausted during the hospital's generator test if it was defective or not installed correctly or if the ups was connected to a non-emergency power outlet during the hospital's generator test. The central station is designed to begin to shut down in a controlled manner after 90 seconds of power loss if properly connected to a functional and charged ups. The user had replaced the original ups installed with the agilent info center at approx the two-year ups battery replacement interval recommended in the svc and installation manual for the agilent info center. The central station monitor remains in use at the hosp site.

Event description:
Monitors were down, clinical engineering was in the process of repairing system. Pts were being observed by nursing. When nurse entered this pt's room, they were unresponsive and pulseless. The pt was coded but pt died.